Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and discordant when compared to repeat test results. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the initial false positive result is unknown. The customer's quality control results was within acceptable limits and that there were no system errors observed in the event log. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.